Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (464 mg/dl). Reportedly, customer programmed their correction factor incorrectly. Tandem technical support guided the customer through adjusting their correction factor. Customer delivered manual injections for continued insulin therapy.